Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.

Event description:
While performing a preventive maintenance check, the technician noticed that the casters would brake but with added force they would slightly swivel.